Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged or dislocated from this lot and relabeled lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when the 4.0 x 15 mm xience xpedition stent delivery system was advanced into the hemostatic valve, the stent implant dislodged inside the hemostatic valve. The device was not used. Another xience stent delivery system was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.